Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the resolution, a return material authorization was issued for a sensor replacement. D9: device available for evaluation? Yes, 10 february 2023. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 4203. H6: investigation conclusions updated to 4307.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.